Event description:
The customer received a questionable free triiodothyronine (ft3) result for one patient sample from an analytical e module analyzer. The initial result was 6.7 pg/ml. The date of testing was either (B)(6) 2014. Clarification was requested but was not provided. The sample was submitted for investigation and on (B)(6) 2014 the result on an analytical e module analyzer was 3.39 pg/ml. On (B)(6) 2014, the result on an elecsys 2010 analyzer was 3.67 pg/ml. The result with the ft3 gen 3 assay on (B)(6) 2014 on an analytical e module analyzer was 7.55 pg/ml. On (B)(6) 2014, the result on an elecsys 2010 analyzer was 3.72 pg/ml. The sample was also tested on a centaur analyzer and the result was 3.3 pg/ml. In 25% peg addition test, ft3 gen 3 recovery was 57%. When ft3 was used, the result was 142%. In protein a addition test, ft3 gen 3 recovery was 72%. When ft3 was used, the result was 167%. There was no adverse event. A specific root cause could not be identified as no sample could be provided for further investigation.

Manufacturer narrative:
The investigation determined, as a streptavidin interfering factor was identified in previous samples from this patient, the same interfering factor was most likely present in the newly provided samples. Product labeling for the assay documents this interference.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Results from an additional sample from the patient from (B)(6) 2014 were provided. Free triiodothyronine (ft3): analytical e module: 6.50 pg/ml elecsys 2010: 3.67 pg/ml centaur: 3.3 pg/ml additional samples from the patient were submitted for further investigation.

Manufacturer narrative:
A new sample from the patient was submitted for investigation. The results generated from a centaur analyzer were "close to the previous results". The patient's dose of "mmi increased from (B)(6)". Additional results for the patient from (B)(6) 2014: tsh: 12.99 uiu/ml ft4: 1.3 ng/dl ft3: 6.2 pg/ml.

Manufacturer narrative:
Results from an additional sample from the patient from (B)(6) 2014 were provided. Free triiodothyronine (ft3): roche modular analyzer: 4.99 pg/ml cobas e411: 3.40 pg/ml centaur: 3.1 pg/ml additional samples from the patient were submitted for further investigation.

Manufacturer narrative:
Further testing of the patient sample revealed a streptavidin interfering factor in the sample. Product labeling for the assay documents this interference.